Event description:
Bayer case number: (B)(4). Essure coils perforated fallopian tubes and migrated [fallopian tube perforation]. Case narrative: the below report was received by health authority us FDA (reference number: mw5169662) on 12-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coils perforated fallopian tubes and migrated") in a 54-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2025, she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to fallopian tube perforation. The reporter commented: essure coils perforated fallopian tubes and migrated. I had surgery to find and remove the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: no new information added. (B)(6) 2025: no new information added. (B)(6) 2025: no new information added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.